Manufacturer narrative:
Complaint conclusion: as reported, the closure failed on the exoseal device and haemostasis was not achieved, resulting in the patient needing an evacuation of a haematoma at a later time in theatre. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient and/or operational factors are likely the contributing factors to the hematoma reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, the closure failed on the exoseal device and haemostasis was not achieved, resulting in the patient needing an evacuation of a haemotoma at a later time in theatre.

Manufacturer narrative:
Please note that the date of the event is unknown. Please note that the gender of the patient is unknown. (B)(6). The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.